Event description:
This is another failure of a monitor mounting arm described in the recent report. The mp90 variable height mounting arms (made by another manufacturer) were inspected for problems. A second defective mounting arm was identified that had failed in an identical manner. The failure mode was the same for both arms but on the second arm it was a biomed tech manipulating the arm, looking specifically for failures.the nurse loosened the monitor mounting arm lock to adjust the height of the physiological monitor. The arm and monitor suddenly dropped to its lowest position. The mp90 variable height mount arm (vhm) is designed to counterbalance the weight of the monitor so the monitor height can be easily adjusted. This mount is approximately 4.5 years old. The mount is manufactured by another company but was purchased through philips medical with the acquisition of a physiologic monitor.